Event description:
It was reported that the patient went to the emergency department for collapsing and patient hit her head. The device was not turned on when the fall occurred. The physician believed it was due to the muscle relaxer patient was prescribed. The physician put patient on a new muscle relaxer with the hope that it resolves the issue. The patient was doing well.